Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary testing revealed the device had no telemetry and no pacing output. The device lost telemetry and function due to battery depletion. The cause of the depletion could not be determined.

Event description:
It was reported that the device had low battery voltage of 2.56v when it was tested in the unopened shipping package. The device was not used.